Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Customer stated that after calibrating, the unit exhibited technical failure 543, 401 and 316 alarms. There was no patient involvement reported.

Manufacturer narrative:
The device was not returned for evaluation, however, during troubleshooting, technical support determined that that device had a defective blower, which caused the reported malfunction. After the replacement of the blower, the reported malfunction was resolved. UDI # has been provided.